Manufacturer narrative:
Hematoma/access site adverse event: the cause of hematoma/access site adverse event was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
An impella 5.5 was placed via the axillary artery graft site to support the 73-year-old male patient. The patient's indication for the pump was cardiomyopathy, presenting in scai stage e shock. Prior to the 5.5 placement the patient as on support with an intra-aortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. After 6 days the patient developed a hematoma at the insertion site. The labs of hemoglobin and hematocrit remained stable and hemostasis was not achieved, but the pump remained on despite this serious injury. Bleeding is a known risk associated with impella support as described in the instructions for use. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale an impella 5.5 was placed via the axillary artery graft site to support the 73 year old male patient. The patient's indication for the pump was cardiomyopathy, presenting in scai stage e shock. Prior to the 5.5 placement the patient as on support with an intra-aortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. After 6 days the patient developed a hematoma at the insertion site. The labs of hemoglobin and hematocrit remained stable. To treat the bleed the team stopped the heparin and the hematoma self resolved. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
B5 was updated with additional information and h6 code f01 was updated